Event description:
An outside law firm reported that a patient experienced ongoing issues following a right knee prosthesis. According to the operative report, a patient with a history of bilateral knee degenerative joint disease and prior total knee arthroplasties presented with ongoing musculoskeletal complaints. The patient underwent a right total knee arthroplasty (tka) on (B)(6) 2016 without intraoperative complications. Subsequently, after a motor vehicle accident in (B)(6) 2022, the patient reported neck, back, hip, and left knee pain. Imaging at that time demonstrated a left total knee prosthesis in place with normal alignment and no evidence of loosening or instability. The patient continued to report left lower extremity pain with radicular symptoms. At a later follow-up on (B)(6) 2025, the patient presented with right knee pain and laxity. Imaging findings suggested loosening of the right knee prosthesis with suspected component failure, and additional imaging was planned for further evaluation. A clinic note dated (B)(6) 2026 documented persistent right knee pain that had not improved with injections or physical therapy. The event is filed under ais reference (B)(4).